Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for the replacement was due to device upgrade and there were no issues with the explanted ipg. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago.